Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an initial fill estimate of over 120 units of insulin, and after the delivery of approximately 8 units, decreased to a fill estimate of over 60 units. Reportedly, the cartridge was filled with approximately 150 units of insulin. At the time of the reported event, the customer delivered a lunch bolus, and the insulin gauge updated to an accurate fill estimate. The customer's blood glucose level was 111 mg/dl.